Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and trace ketones. Reportedly, air bubbles were observed in the infusion set tubing. Tandem technical support performed a pump system check and determined the customer was using off-label insulin. The infusion set tubing was primed to address the cartridge air bubbles, and cts educated the customer on insulin labeling. Multiple boluses were delivered and a manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.